Manufacturer narrative:
This report is submitted on (B)(6) 2017 by (B)(4).

Event description:
Per the clinic, the patient experienced pain and redness at the abutment site in (B)(6) 2017. On (B)(6) 2017, the patient was treated with oral and topical antibiotics for 2 weeks for an infection at the abutment site.